Event description:
It was reported that the pump had a travel course error check clutch / plunger lever. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked at both front corners. Error history log review found a "travel course error - check clutch/ plunger lever" error. The root cause of the reported issue was found to be the clutches and lead screw were worn as parts are 5 years old. Actions were taken to mitigate the reported issue: replaced lead screw, clutch spring, and both clutches.